Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is confirmed. The endcap could not be easily removed. Using force, end cap was removed. A significant amount of biological material was observed in the threads. Removed endcap now threads easily into nail and is easily removed demonstrating that the threads are not defective. Final determination of whether the difficulty removing the endcap was due to the dried biological material or crossthreading cannot be made. Since product release, six complaints have been made for difficulty in removing the endcap from the versanail tibial nail. The reported complaint rate is consistent with the released nail dfmea and risk management report. (B)(4), the manufacturing facility, stated at the time based on the fact that no discrepancies were noted for the products being accepted. The root cause is likely due to either biological material captured in the threads or cross-threading. No thread defects were found. No corrective action is indicated at this time. Complaint rates will continue to be monitored. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
On (B)(6) 2009, initial surgery was done with versa tibial nail system for fracture of shaft of tibia. On (B)(6) 2010, revision surgery was done since the fracture was healed. During the surgery, it was too difficult to remove the end cap by instruments. While attempts were made to remove the end cap, the hex head was deformed. Because, the end cap could not be removed in this way, another incision was made to remove the product from the patient's body. The time of surgery was extended by 60 minutes.